Event description:
Per biomed, patient was at end of life. With a final exhalation, a bolus contaminated the expiratory valve and may have gone further into the vent. Some of the same contaminant has dripped out of the base of the vu and down the trolley. He needs the vent inspected and tested to return to service. The biomed stated this really had nothing to do with our vent. The patient condition was already at end of life due to an unrelated issue. He was made aware of the contaminant and needs that addressed.